Event description:
It has been reported to philips the front panel on this tempuspro was just replaced but is again having issues with calibration. It happens while the monitor is on the smartmount and off the smartmount. User is attempting to take vitals and is unable to push the button on the screen that they need to use. Sn (B)(6).

Manufacturer narrative:
Updated (device) problem code grid and health impact grid (1) to align with investigation.